Manufacturer narrative:
Image analysis one still image was provided for evaluation a 90 degree kink can be observed on the distal section of the catheter. The coils appear to be exposed on the heating element. Device analysis: no ancillary devices were returned for analysis. One still image was provided for evaluation: a 90 degree kink can be observed on the distal section of the catheter. The coils appear to be exposed on the heating element. Heating element/coil condition: damage was noted along the heating coil/element approx 4.8 cm from the distal tip of the device. Microscopic examination revealed a broken coil (not detached), evidence of bubbling/peeling, a burnt fep layer and examination also revealed the heating element/coil of the device was exposed due to the damage. No coagulants or biologics were observed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed three kinks along the shaft, the kinks was observed at approx. 34.8 cm, 37.7 cm and 86.2 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after treatment of the first segment of the great saphenous vein for venous insufficiency using the closurefast catheter with an rfg3, the catheter became broken. The catheter was placed at the correct location near the junction, and treatment was initiated. During the first cycle, the catheter stopped heating, and the physician removed the broken catheter. All procedural steps were followed, including the use of tumescent infiltration, local anesthesia, and hand compression. The procedure was completed with a new catheter, and the patient did not experience any injuries or complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.